Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is leaking helium. Unit is not operational.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse tested unit and examined fault logs and observed numerous ¿leak in iab circuit¿ alarms. Performed all leak tests and passed to specifications and observed no leak in pneumatic system. Unit passed all functional and safety tests per factory specifications, returned to customer.